Manufacturer narrative:
(B)(4), distributor of hemofilters in (B)(6), reported that while a facility was using the medivators hf 1200, 3 patients lost approximately 200 ml of blood each. It was reported no additional medical treatment was required due to the blood loss. No further information on the current condition of the patients were provided. The complaint reported air bubbles appearing in the filters during treatment. After the bubbles were noticed, the filters were replaced with new filters. The 200 ml of blood loss is what was estimated to have been remaining in the tubing and filter. The unit was not returned for internal analysis by medivators qa. The reported bubbles were confirmed by review of a photos and videos provided by the customer. Air bubbles can be generated in the filtrate through application of a vacuum sufficiently high enough to degas the filtrate fluid, or from a fiber outside of the o-ring sealing surface (outside of the blood pathway) which could allow air penetration only to the filtrate compartment. The location of the bubbles in the filter and tubing does not pose any risk to the patient during treatment. Medivators remains in close contact with (B)(4). Continued investigation is underway. There have been no recent complaints of fiber leaks reported from the u.s. This complaint will continue to be monitored in the medivators complaint handling system. Facility information: (B)(6).

Event description:
(B)(4), distributor of hemofilters in (B)(6), reported that while a facility was using the medivators hf 1200, 3 patients lost approximately 200 ml of blood each. No additional medical treatment was needed due to the loss of blood. No further information on the current condition of the patients were provided.